Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level in the 500 mg/dl range and large ketones. A manual injection was administered to address the bg level and water was consumed to address the ketone level. A supply change was performed resolving the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer reverted to manual injections for insulin therapy.